Event description:
It was reported that during follow-up in clinic, the patient presented with low impedance on their right atrial lead. The patient also presented with lead noise that was being oversensed and reproducible during isometric maneuvers. Programming changes were made in order to address the issue. There were no patient consequences and the patient was stable.